Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350.